Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received additional information alleging there is no visualization of particles and also patient has medical history of prostrate cancer, multiple myeloma (metastatic bone cancer spine).the medical intervention was not specified. So, section b, g and h are updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer previously received additional information alleging there is no visualization of particles and also patient has medical history of prostate cancer, multiple myeloma (metastatic bone cancer spine). The medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings like error codes. Box b and h has been updated and corrected.